Event description:
(B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2014, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed revealing the target lesion located at the distal left circumflex (lcx) artery with 90% stenosis and was 19mm long, with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25 x 20mm promus element plus stent. Post procedure residual stenosis was 0%. Two days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2016, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina and no other action was taken to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.